Event description:
A caller reported a malfunction on the pump with a code indicating ¿malf 0,¿ and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, with readings remaining below 500 mg/dl. Technical support provided instructions to reset the pump, which the customer followed successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.